Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. The site of detachment was p-cap. The insertion site was lower back and thigh. The infusion set was in use for few days. The patient was sleeping at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-02627), was submitted on 07-oct-2025. Upon receiving additional information, it was discovered that lot number has been changed to unknown. Additional information: this MDR is being submitted to include the below: d4: lot number. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.